Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleged the insulin pump for under delivery because the blood glucose level was not going down. The customer also experienced high blood glucose level and treated with insulinpen or manual injection. The customer declined troubleshooting for high blood glucose level. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.